Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 44 mg/dl and was corrected by eating. The customer's bg level raised to 208 mg/dl. The customer stated that the low bg was due to her not eating. The customer changed the pump supplies and resumed insulin delivery.